Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 409-566 mg/dl. The customer delivered a correction bolus and manual injection was administered to address bg. A system check was performed with tandem technical support and air bubbles were observed within the infusion set tubing. The customer primed the tubing to resolve the issue. Additionally, the pump time was inaccurate by eight minutes. The customer corrected the time to address the issue. The customer reverted to manual injections for insulin therapy.